Manufacturer narrative:
Initially the customer contact indicated that a device would be returned for investigation. Subsequently, the device was not received. A picture was provided by customer for analysis and investigation. Visual inspection of the picture shows a little vertical crack in the collar lok connected to the clave; there is no evidence of drips of solution in the picture. However; the clave has a dark zone in the surface indicating that there could have been a leak between the connections. The probable cause could not be determined since the actual sample was not available; therefore a deeper analysis could not be performed in order to identify possible causes of the defect. A device history record review was performed on lot 49-190-4w, list no. 142300428 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. This lot was manufactured between 01/29/2015 and 01/31/2015. Manufacturing quality (mq) performed visual and physical evaluation on 125 and 200 final sets, respectively with zero defects found.

Event description:
The customer contact reported that "crack was noted at the male connector part of the secondary tubing as well as in the connector." It was reported that a primary plum set was infusing saline. The secondary tubing set was connected to the secondary clave port of the primary tubing set. When the nurse started the secondary line a leak was noted at the connection site between the secondary set and the clave port connector. At that time, the nurse stopped the infusion and tightened the connection. Then the infusion was restarted without incident. After an unspecified length of time, the pharmacist noted during the infusion of the second medication on the secondary line the medication was leaking from the connection site between the secondary set and the clave port connector. At that time the, the tubing set was replaced and the therapy was resumed using the same medication bag. The tubing was inspected and a crack was noted at the male connector of the secondary tubing set and in the clave port connector. The customer contact reported there were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that "a crack was noted at the male connector part of the secondary tubing as well as in the connector." It was reported that a primary plum set was infusing saline. The secondary tubing set was connected to the secondary clave port of the primary tubing set. When the nurse started the secondary line a leak was noted at the connection site between the secondary set and the clave port connector. At that time, the nurse stopped the infusion and tightened the connection. Then the infusion was restarted without incident. After an unspecified length of time, the pharmacist noted during the infusion of the second medication on the secondary line the medication was leaking from the connection site between the secondary set and the clave port connector. At that time, the tubing set was replaced and the therapy was resumed using the same medication bag. The tubing was inspected and a crack was noted at the male connector of the secondary tubing set and in the clave port connector. The customer contact reported there were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.